Event description:
It was reported that during the implant, the lead encountered significant resistance in the subclavicular area. The physician thought that the lead was damaged when pulling it back and forth against the clavicle. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that the distal conductor was distorted, all of the conductors were stretched, the inner insulation was kinked/buckled, the inner insulation was torn, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.